Event description:
It was reported by service report that the jacks allegedly could not be pumped up. Stryker technician could not duplicate the event; the unit met and performed to specifications. No pt involvement or adverse consequences are reported.